Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that they were stuck in rewind loop. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.